Manufacturer narrative:
(B)(4). G2: foreign, event occurred in taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the blue plastic of the instrument broke during surgery. There was no impact or consequences to the patient. Attempts have been made and no further information has been provided.